Manufacturer narrative:
Further information from the reporter regarding event, and product details has been requested. No additional information is available at this time. The events of "nodule" and "swelling" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. ¿ induration or nodules at the injection site.

Event description:
Healthcare professional reported patient was injected with 1 ml of unspecified juvéderm® voluma¿. Patient was injected 14 months later with juvéderm® volbella¿ with lidocaine in the lips. Healthcare professional reported after 2 months, sudden swelling lip contour and body lips and a nodule appeared. Healthcare professional later reported a nodule appeared in zygoma area and in the cheek. Patient is being treated with prednisolone 30 mg, cetirizine 10 mg, minocycline 100 mg, and hylase. Patient was given hibicet before injection. Symptoms ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2017-01324. This MDR is being submitted for the second suspect product, juvéderm® volbella¿ with lidocaine.

Manufacturer narrative:
Additional information: gender.

Event description:
Healthcare professional reported patient was injected with 1ml of unspecified juvéderm® voluma¿. Patient was injected 14 months later with juvéderm® volbella¿ with lidocaine in the lips. Healthcare professional reported after 2 months, sudden swelling lip contour and body lips and a nodule appeared. Healthcare professional later reported a nodule appeared in zygoma area and in the cheek. Patient is being treated with prednisolone 30mg, cetirizine10mg, minocycline 100mg, and hylase. Patient was given hibicet before injection. Symptoms ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2017-01324. This MDR is being submitted for the second suspect product, juvéderm® volbella¿ with lidocaine.